Event description:
It was reported that during a procedure of the heavily tortuous, mildly calcified, mid right coronary artery (rca), the 4.0 x 18 mm multi-link vision stent delivery system (sds) was advanced but the non-abbott guide wire became stuck in the stent and the stent could not be deployed. The devices were removed from the anatomy and a non-abbott stent was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch, additional information received from the site reported that tip detachment occurred during the procedure. There was no reported adverse patient effect. Device analysis revealed the distal tip was detached.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage and tip separation were confirmed. The difficulty to position and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on analysis of the returned device, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.